Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2011-05541, 05543. The pt received her scs system on (B)(6) 2011 including an ipg and two percutaneous leads (from different lots). It was reported the pt feels a pinching sensation at the ipg and lead site. This occurred after the pt was in a car accident. A lead diagnostic test revealed invalid impedance on one of the leads. X-rays were taken and also revealed the lead had migrated. As a result, the pt will undergo surgical intervention on a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.